Manufacturer narrative:
Continuation of d11: product ID 97745 lot# serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative and the patient and it was reported that the patient's implant discharged, can't find, call manufacturer screen. He was instructed on how to clean system connector. It was working. After an hour it was reported that the controller was still aborting charge.

Manufacturer narrative:
Continuation of d11: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and a manufacturer representative regarding a patient who was implanted with an neurostim ulator for spinal cord stimulation. It was reported that the patient had difficulty with recharging and being able to connect to their implant with the controller. Sometimes they would get an error about calling medtronic. Additional information was received and it was reported that the patient had trouble recharging the ins as sometimes the controller would shut down while they recharged the ins. They would perform a controller reset to try and resolve the issue, but it happened often. They did some troubleshooting and they were able to get excellent coupling on the call. The ins was discharged. The controller showed can't find, call medtronic. They cleaned the system connector, but it was still aborting the charge. They then reported that the patient received a replacement controller, but expected all new equipment. They were advised to try the replacement controller. No symptoms were reported. ***MDR decision corrected to not reportable.  No additional supplementals required unless additional information received indicates reportable event.

Event description:
Additional information received from the patient reported that he got the controller, but he has not received anyother equipment, so he has been waiting for the other equipment before trying the new controller. The patient reported that he received the replacement controller but nothing else and that he spoke with rep who told him that everything should be replaced and not just the controller. The patient reported that in addition to the controller, the recharger rtm and battery back should be replaced as well because he is tired of replacing 1 item at a time and continuing to have problems. Patient services did some troubleshooting and the controller was charging excellent. The patient reported that he's having trouble recharging the ins as sometimes the controller just shuts down while he's recharging the ins. The patient reported that he will perform a controller reset in attempt to resolve the issue, however this issue happens often.

Manufacturer narrative:
Continuation of d11: product ID 97745 lot# serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an neurostimulator for spinal cord stimulation. It was reported that the patient had difficulty with recharging and being able to connect to his implant with the controller, sometimes he would get error about calling the manufacturer's. Issue started 2-3 weeks ago. No symptoms reported.